Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient that experienced a capsule tear with resultant vitreous prolapse during a laser assisted cataract procedure on a patient's left eye. The femto laser portion of the case was routine and uneventful. An anterior vitrectomy was performed and case was completed without further incident. It was noted that the femto laser created a large amount of gas which had nowhere to escape. The surgeon felt the femto laser procedure took longer than usual once the foot pedal was pressed. Upon follow up, patient status was reported good at the end of the procedure.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. In this case, there were no reported system messages or other system issues that would clearly indicate that the laser contributed to the reported event. Optical coherence tomography images of the case were reviewed by the clinical applications specialist and no abnormalities were found. With the information obtained, the root cause of this event cannot be determined conclusively. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).